Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged and was confirmed thru x-ray. The patient's ejection fraction (ef) had normalized to 55%, thus, the lead was not replaced as the patient did not need it anymore due to improved health. This lv lead was explanted. No additional adverse patient effects were reported.